Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective rail. The field service engineer replaced rails to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed and caused in delay in dispensing medication to patient. The customer added that this malfunction occurred during the user trying to retrieve medication. However, there were no adverse events or injuries reported based on this event.